Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 27-jun-2023, the customer confirmed that the procedure started and completed with only 3 arms. There is no indication that arm 4 was ever intended to be used for the procedure. It was verified the cases before and after this reported event and arm 4 was working with no issues. The field service engineer tested arm 3 with multiple tools. All instruments were identified, no errors. Instruments worked as intended.

Manufacturer narrative:
Based on the claim against the product by the customer noting usm issue, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted inguinal hernia- bilateral surgical procedure, the universal surgical manipulator (usm) 3 was not recognizing instruments and the surgeon was not able to use it. This happened multiple times. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically.